Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the therapy stopped, powered off device, orange light came on and device made ticking noise , but arctic sun device monitor did not turn on. The device turned on after they paged. Now device was alerted to fill device and they are setting things up. Rewarming and the patient temperature was 35.5c, target temperature was 37c . All 4 pads were connected. Mss advised them not to fill device. Mss explained since device powered off without purging pads first it was alerting water needed. If they add water and start therapy back the water in the pads would create an overfill. Mss had nurse to stop therapy and purge pads. The event log only showed an alarm 05 (water reservoir empty). No other alarms for this therapy. Mss verified the device is not plugged into a bed. Mss had them to verify all lines straight with no bends or kinks. Fluid delivery line was seated securely. Nurse started therapy. The system diagnostics showed system diagnostics showed outlet monitor temperature (t1) was 28.9c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 31.8c, chiller temperature (t4) was 12.1c, water flow rate was 3.0 l/m, inlet pressure was -7.7 psi, circulation pump command was 69 percentage, mixing pump command was 0 percentage, heater command was 0 percentage, reservoir level showed 4, system hours were 7752.9 and pump hours were 6900, water temperature was 32c and rising.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the therapy stopped, powered off device, orange light came on and device made ticking noise , but arctic sun device monitor did not turn on. The device turned on after they paged. Now device was alerted to fill device and they are setting things up. Rewarming and the patient temperature was 35.5c, target temperature was 37c . All 4 pads were connected. Mss advised them not to fill device. Mss explained since device powered off without purging pads first it was alerting water needed. If they add water and start therapy back the water in the pads would create an overfill. Mss had nurse to stop therapy and purge pads. The event log only showed an alarm 05 (water reservoir empty). No other alarms for this therapy. Mss verified the device is not plugged into a bed. Mss had them to verify all lines straight with no bends or kinks. Fluid delivery line was seated securely. Nurse started therapy. The system diagnostics showed system diagnostics showed outlet monitor temperature (t1) was 28.9c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 31.8c, chiller temperature (t4) was 12.1c, water flow rate was 3.0 l/m, inlet pressure was -7.7 psi, circulation pump command was 69 percentage, mixing pump command was 0 percentage, heater command was 0 percentage, reservoir level showed 4, system hours were 7752.9 and pump hours were 6900, water temperature was 32c and rising.